Event description:
A report was received that while undergoing a lead revision due to lead site discomfort, the physician cut into the pocket site and discovered a possible infection. The physician chose to explant the entire system. The patient was administered oral antibiotics. The physician does not feel the infection was device related. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1110-02, serial: (B)(4), description: precision implantable pulse generator (ipg) model: sc-2218-50, serial: (B)(4), description: linear st lead, 50cm model: sc-4316, lot: 14079376, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.